Event description:
It was reported that while using the zimmer electric dermatome the surgeon took two grafts at 15/1000 thickness. While harvesting the second graft the dermatome cut suddenly significantly deeper for 2cm length. Patient suffered a deep wound in the scalp. When the dermatome was then inspected it was found that blade cover screw had opened. The deep wound area was about 5x6 cm. Bleeding was stopped and the harvested graft was meshed and used to cover the wound. It is yet unknown, but the wound area might stay permanently bald. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 05/11/2005 and was previously returned for repair on (B)(4) 2012 for a non-related issue. Evaluation of the device observed the control bar was flush with the master blade. The device operated within motor speed specification and the width plate screws did not loosen during testing of the device. The customer's reported event was not reproduced during testing of the device. It was also observed that the head and control bar were damaged and the power supply connector casing on the power cord was of the older plastic style. Prior to repair, the device was outside calibration specifications only at the zero thickness setting on the left and right side and the side to side calibration. Customer did not return any associated blades or width plates for evaluation. The customer's reported event could not be reproduced during testing and a cause could not be determined; however, lack of preventative maintenance was most likely the cause for the lack of side to side calibration at all tested thickness settings, which could cause the device to take an undesirable graft. Furthermore, no information is known regarding the technique or methods utilized by the user during the reported event; however, applying excessive downward pressure while taking the graft can cause the dermatome to cut deeper and consequently take a graft which is thicker than desired. The device was serviced and returned to the customer.